Event description:
It was reported by the prestataire that the patient experienced difficulty inserting the cannula due to an unspecified needle mechanism failure. The duration of pod use was not reported. The patient's glucose level was reported to be 189 mg/dl. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.